Event description:
A discordant low hcg result was obtained on an immulite 2000 instrument. The discordant result was reported and questioned by the physician. The sample was sent to a reference lab where a higher result was obtained. There was no report of adverse health consequences or patient intervention due to the discordant hcg result.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site. It is unknown what caused the discordant results. The fse performed preventive maintenance. The instrument is performing within specifications. No further evaluation of the device is required.